Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device nor the data logs were received for evaluation. However, clinical details stated that high purge pressure alarms occurred just prior to the pump stop. Therefore, it is likely that the cause of the pump was due to high pressure alarms. However, the root cause of the high pump pressure could not be determined without additional information or the device for evaluation. The instructions for use states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported an impella cp was implanted in a 51-year-old female needing mechanical circulatory support. It was reported that the impella cp had a spike in motor current, and it appeared that the pump was saturated. The purge pressure high alarm was activated. After the pump stopped, the surgeon explanted the pump, and the patient was stable at the time of explant. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.